Event description:
It was reported that the ilet user experienced recurrent low glucose episodes followed by a high glucose reading, with lows reportedly overtreated with oral fast-acting carbohydrates. Education was provided on treating lows with 5¿10 grams of fast-acting carbohydrates and repeating as needed. Symptoms included hypoglycemia and subsequent hyperglycemia ranging from 67 mg/dl to 267 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.